Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 400 to 500 mg/dl. The customer was hospitalized on (B)(6) 2018. The drive support cap appears normal. The customer was treated with syringe. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08650 inches. Unable to verify the original battery stuck in the battery compartment due to pump received without the original battery. Insulin pump monitored for several days with a test battery and the test battery removes properly from the battery compartment noted. Pump received with minor scratched lcd window. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).